Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device not working. The customer's blood glucose was 157mg/dl at the time of call. Trouble shooting was performed and found customer woke up and the insulin pump is off, changed the battery and there is no display. The screen is black. Advised to stabilize at room temperature. Customer states the black screen did not disappear. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.